Event description:
Additional information was received that the device was programmed on to the same settings as the device that was removed. The patient was seen post-operatively on (B)(6) 2010, but is not known if programming was done at that time.

Event description:
During a review of programming history on (B)(6) 2013, it was noted that this generator was interrogated on (B)(6) 2011 at settings indicative of a faulted system diagnostic test. With the information available, it appears that the interrupted test occurred on the date of generator implant ((B)(6) 2010). No adverse events have been reported as a result of this.

Manufacturer narrative:
Review of programming history.